Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was observed to be blank. The device's lcd screen was replaced to address the issue. The device's button did not respond when pressed during evaluation. The device's front panel? Keypad led board was replaced to address the issue.